Event description:
The customer reported their patient experienced a burn post tattoo removal treatment with the alma harmony system, which was assessed by alma lasers inc. Based on the photos provided by the customer as expected to heal within 4-6 weeks. Alma lasers inc. Followed up with the customer regarding the healing progress of the patient's burn and the customer replied on (B)(6) 2025 that they had no new information as they had not seen or received any communication from the patient since the date of their original report to alma lasers inc. The customer could not confirm the healing status of the injury, therefore we are filing this report in good faith.